Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, g1, h6.

Event description:
Explant physician reports rupture and capsular contracture grade I. Patient reported anxious to remove recall textured implant. This relates to the right implant. Device has been explanted.

Event description:
Patient reported anxious to remove recall textured implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explant physician reports rupture and capsular contracture grade I. This relates to the right implant. Device remains implanted.